Manufacturer narrative:
Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the user did not see the patient list or pull medication. A technical support specialist checked the server, finding no job role for the particular nurse. The technical support specialist advised the user to set up the required job roles to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the user did not see the patient list or pull medication. The customer stated that this malfunction caused no delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.